Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 69 mg/dl and high blood glucose levels of 400 mg/dl. The customer was treated lows with milk and sandwich and lows with pump. Customer¿s blood glucose level was 132 mg/dl. Customer declined to troubleshoot for low and high readings. Customer reported they are trying to get back into auto basal. Troubleshoot performed for auto mode. The sensor glucose was 126 mg/dl and current blood glucose was 129 mg/dl. The product was not returned for analysis.